Event description:
This is (B)(6). I sent an email to you in regarding. I fell and broke my shoulder of a wound back by kci. I will send more pictures soon. Previously, I sent an email regarding my wound vac, and I would appreciate it if you could call me at (B)(6). The blood on the ground resulted from my fall, and you can see that I was wearing the wound vac, which drags on the floor. If you need pictures of my arm or any other relevant information, it is available at (B)(6) hospital. I am scheduled for surgery tomorrow and will continue to pursue this matter. The design of the wound vac needs to be reconsidered to prevent falls and injuries. Due to the fall, I broke and dislocated my shoulder and tore four tendons. I cannot move my arm, sleep well, focus on work, or even lift my hand to type. This is a significant inconvenience for me, and there were no disclosures indicating that the cord could drag on the ground and catch onto something. I have used the wound vac before, but I believe the cord is too long and lacks a safety latch to secure it to the hip while charging the vac. I have notified an attorney and to let her know what was going on. I also hear a lot of people have gotten injuries from the wound back and has fallen unfortunately, I¿m the one that fell and actually broke my shoulder and now I need a new titanium shoulder.